Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell plug strap, openings, yellow particles. A microscopic analysis was performed which identify three puncture opening on anterior side, consist in the use of some surgical tool and sharp broken in the plug strap. Based on the device analysis the final assessment is three puncture openings on anterior due to surgical damage, and a sharp broken in the plug strap. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.